Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia and hyperglycemia. The patient's blood glucose levels reached 1100 mg/dl and as low as 40 mg/dl while wearing the pod for an unknown amount of time. The patient stated this caused them to have a heart attack. It was unknown how the patient was treated. No detail were given if the pod was worn or when the patient was released.